Event description:
A patient experienced underdrainage with the use of an integra nph low flow valve without a reservoir. The valve was replaced by a programmable valve.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation, an investigation has been initiated based upon the reported information.